Event description:
Notified of an event of the anesthetist found that oxygen was not supplied to the pt immediately on use. Checking the oxygen tube and dilutor revealed the dilutor had been completely occluded. The dr replaced and no adverse effect on the pt.